Event description:
Hospital reported when using stellant syringe and ultravist contrast, the patient had an adverse reaction. After the injection, the patient, had chest pain. Patient is now in ICU on a ventilator. No product returned for evaluation.